Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02832. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads. The patient is receiving effective stimulation. The issue has been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-02832. It was reported the patient was no longer able to feel stimulation at max amplitude after gardening although she was able to feel the stimulation earlier in the day at 15 amplitude bars. The sjm representative met with the patient and lead diagnostics revealed a high impedance and multiple low impedances. Reprogramming was unable to resolve the issue. Imaging was performed and showed the leads had migrated. Surgical intervention may ne pending to address this issue.